Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. No patient involvement or additional information was reported.

Manufacturer narrative:
Correction: this report is to retract report 2017865-2016-05008, submitted july 27, 2016. This report was erroneously submitted. The reported complaint was due to a programmer issue and not the implantable cardiac monitor. All previously submitted information should be corrected to not applicable and null fields.